Event description:
Additional information later received reported the patient read in the patient manual the "the pump should be less than 1 inch from the surface of the skin. There is no 1 in at all, not even 1/4 in. I can hold the pump in my hand. I thought that was not right." It was reviewed the depth reference is because any deeper can make it difficult to find the refill port. The patient stated "this one, I have to lift it up to close my pants. It's flopping all over." The patient was unsure about the drug but thought it was morphine in the pump, ¿whatever it is, it isn't working." The patient also thought the drug might be changed.

Event description:
The patient reported never having therapeutic effect. This had been since the time of implant. The patient has had no pain relief at all. The hcp had tried upping the dose and concentration and it still hadn¿t helped. Per the patient they sometimes goes twice a week. The last time the patient was with the physician he did an x-ray and everything looked ¿good¿. The patient further stated they don¿t think the hcp had a lot of experience with the device because the patient was his first implant. The patient also reported the pump ¿flopping around in the pocket¿ and had been like this since the time of implant. The pump also ¿hangs over her belt line¿. It jabs the patient in the ribs sometimes when the patient tries to stand up. The patient informed the hc and the hcp said it was supposed to be like that. The patient was not sure if the pump was secured down with suture loops. On (B)(6) 2014 additional information reported the patient was still having concerns regarding their device or therapy but was working with their hcp or representative. The patient had appointment dates once to twice every week for the last 3 months; it¿s getting too expensive. Interventions, drug and patient outcome not reported. Further follow-up was being conducted to obtain the information. If additional information is obtained a follow-up report will be sent.

Event description:
Additional information later reported the patient has had the pain pump for 6 months and has had no relief. The patient¿s healthcare provider keeps boosting the dose that goes in there but the patient still does not feel it. The patient stated they did diagnostic testing about 2 months ago, an x-ray to see if it was going into the spine and they would be doing more diagnostic testing next week. The pump was used to deliver bupivacaine and morphine.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).